Event description:
It was reported that during the procedure, the physician found that the fiber aiming beam was missing. The laser could not be emitted correctly after 87,373 joules with 14 minutes of fiber use. The fiber was removed, and upon inspection, it was observed that the front end was broken. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded that the reported fiber break was confirmed as helium-neon (he-ne) functional testing observed a fiber body break between the control knob and the distal tip. The aiming beam was present at the break location. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber as it was advancing in the scope. The interaction between the user and device, caused or contributed to the observed fiber damage. The instructions for use caution against bending the fiber at sharp angles to avoid damage to the fiber. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on the surface which is an indicative of heavy tissue contact during procedure. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium neon (hene) laser fixture. Testing conducted showed a fiber body break between the control knob and the distal tip was observed and the aiming beam appeared at the break location.. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced excessive manipulation/rough technique while articulating the fiber during the procedure. These factors are likely to cause the noted fiber body break. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber body break and reported event.

Event description:
It was reported that during the procedure, the physician found that the fiber aiming beam was missing. The laser could not be emitted correctly after 87,373 joules with 14 minutes of fiber use. The fiber was removed, and upon inspection, it was observed that the front end was broken. A second fiber was utilized to complete the procedure without patient complications.